Event description:
Customer reported that the display on the insulin pump is going blank. Customer stated that the battery cap was replaced and the insulin pump alarmed battery out limit and it beeped and shut off 2 or 3 times. Blood glucose value was around 196 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip and scratched reservoir tube window.